Event description:
Injected with monovisc right knee at dr's office. Later that day, my knee felt like it would explode, was swollen and excruciatingly painful. Almost went to et, could not lay down, sit in chair, walk, bend or straighten knee. This continued for 2 days and I returned to dr. Who said I had a reaction I found out that after this injection you are not to stand for more than 1 hour which I was not told by dr, he said I could do anything I wanted. I am now finally able to bend and straighten knee without terrible pain, this lasted from (B)(6) 2018 until (B)(6) 2018. I could not drive for 3 weeks and was crippled all summer and fall. Bad drug. Therapy date: (B)(6) 2018. Reason for use: osteoarthritis of knee.